Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician found the locking teeth worn on the brake casters. The technician replaced the brake casters to repair the bed.